Event description:
The product was used during a pneumectomy procedure. Reportedly, on march 23, the pt was readmitted to the hosp for bronchial fistula. The broncoscope exam shows that five staples opened. The pt is in intensive care unit and the surgeon stated that he could not reoperate because it is too risky. The pt has since expired and the cause of death is unknown.

Manufacturer narrative:
7/22/1998-ussc's response to FDA's request for additional info. In response to the letter received by co on june 22, 1998, co offers the following responses. 1. Co has been informed by co's subsidiary rep that the pt was very ill prior to the surgery. Co has been unable to ascertain the exact illness. The surgeon performed a right pneumonectomy on march 2, 1998. The subject device was applied to the brochus which is particularly tough tissue. The staple line was inspected following application. The pt was released from the hospital on march 12, 1998 feeling "perfectly well." On march 23, 1998, the pt was readmitted suffering from a bronchial fistula. The surgeon has reported five opened staples were observed by bronchoscopic exam. The pt subsequently expired of bilateral bronchopneumonia on april 5, 1998. An autopsy was performed. Co is attempting to obtain a copy of that report. 2. The surgeon has not stated that the pt's death was directly attributable to the device. He believes there could be involvement of the device as the bronchoscope exam showed staples that were not completely closed. 3. A copy of the labeling & info booklet is attached. 4. No investigation or eval of the device could be performed as the device was discarded & not available for testing.